Event description:
It was reported that upon receipt, the technician noticed a scratch on the intraocular lens (iol) once taken out of the holder. The lens was never loaded or inserted. Reportedly, there was no patient contact or injury to the patient. No further information was provided.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. There were no non conformances with respect to the final product release process. There are no associated nonconformity reports or deviations. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Upon receipts, the lens was found on the back of the implant notification card. The lens was not in the lens case. The lens case was not open upon receive at the investigation site. The lens was delivered in one piece. Visual inspection using a microscope at 12 x magnifications showed presence of dust particles and the lens is contaminated. No other anomalies were found; therefore, the reported complaint of lens scratch cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.